Event description:
Customer reports that pins 3, 4, and possibly 5 are missing. She also reports that the black plastic around the contacts appears melted. No injuries reported. Requested return of suspect device, and replacement was sent.